Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The distal window was damaged/cracked. The endoscope failed focus testing at all distances in the right eye.

Event description:
It was reported that during central processing, there was mechanical damage on one of the lenses and the overall optics were severely limited. There was no report of patient injury.